Event description:
It is reported that the stair chairs were picking up uncontrollable speed down the stair way. There was patient involvement but no adverse consequences for the patient. The user on the head end suffered injuries to his shoulder, neck and back while trying to "hold the chair back."

Manufacturer narrative:
Unit was evaluated and repaired by the customer. Results: stair chair tracks.